Event description:
During an unknown procedure, it was reported that a sleek pta balloon ¿got hung up on the wire¿ and when the surgeon tried to pull it out, part of the balloon stayed in the patient. Surgery was performed the next day to successfully remove the remainder of balloon. No concomitant medication or other information is available. Per the visual preliminary analysis of the returned device, only 52.5 of the distal end was received fro analysis. Per the account, most of the product was thrown away by the staff after the case.